Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a review of the receiving inspection (ri) for viper prime dilator sleeve was conducted identifying that the lot number was pu139245 released in one batch. ¿ batch 1: lot qty of (B)(4) units were released on 20 dec 2018 with no discrepancies. Supplier; paragon medical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found an unknown white piece was stuck between the snap ring and the cannula. The device shows evidence of repetitive use wear. The sample was manufactured almost 8 years ago; the condition of the device upon newly receipt remains unknown. A complete potential cause can not be determined with available information. Factors such as manipulation or sterilization procedure could have lead to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the viper prime dilator sleeve would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that a chip is located inside the instrument and cannot be removed. It looks as if the chip remained from the milling during manufacturing. There was no patient involvement.